Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected fields: b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a burnt plastic distal end cover. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the [product] exhibited [reportable event]. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a burnt c-cover. The event can be detected/prevented by following the instructions for use which state: gif-h290t operation manual:chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the entire endoscope gif-h290t operation manual:chapter 4 operation: 4.3 using endo-therapy accessories. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: although it was not possible to determine the cause of the incident from the information obtained, it is possible that a high-energy treatment device (such as high-frequency device) was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.